Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with non sustained right ventricular oversensing (nsrvo) episodes. This was reproduced from a patient deep cough and deep breath. It was determined that the device had been oversensing myopotentials. Programming changes were made. The nsrvo was unable to be reproduced after the recommended changes were made. The patient was stable.